Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Information was later received that this lead was explanted due to high threshold measurements. No adverse patient effects were noted.

Event description:
Boston scientific crm received information that this patient was involved in a minor car accident. There are no allegations that the accident was caused or contributed to by the system. The patient was brought into the clinic as he was over medicated. During the check, intermittent loss of capture was noted. No patient symtoms or adverse patient effects were noted.

Manufacturer narrative:
The explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.